Event description:
Rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The distributor reports that opacification of the iol was observed 32 days after implantation of the c-flex aspheric 970c iol.